Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 18-dec-2017, a field service engineer (fse) was dispatched to the customer's facility. Fse inspected the ceramic filters on the buffers, valves for sticking, pre-filter, and verified its correct placement. Fse found loose collar of #6 tubing on top of the prefilter. Fse tightened the collar and allowed the analyzer to power up normally. Fse then ran quality controls (qc) and patient samples. The results were within acceptable range. The g8 instrument was performing as intended. No further action was required. A 13-month complaint history review and service history review for serial number (B)(4) from 15-nov-2016 through (B)(4) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6: troubleshooting, error 101 pressure low is generated when the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported event was due to loose collar or on #6 tubing.

Event description:
On (B)(6) 2017, customer reported getting error 101 pressure low errors when running patient samples on the g8 instrument. On 18-dec-2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.